Event description:
It was reported that shortly after a routine device replacement, the left ventricular (lv) lead thresholds increased. It was also reported by the patient to have received a letter from the physician stating one of the lead wires "was bad" and that the physician would be monitoring the lead. The lv lead remains in use as outputs were increased and the lead will be monitored for changes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.